Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient had their devices changed out, everything went well. The implantable neurostimulators (ins) were replaced with a single rechargeable ins since the patient's were depleting earlier due to settings.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that the patient was seen for a return of symptoms on (B)(6) 2016, therefore a longevity estimate was performed. The return of symptoms occurred on (B)(6) 2016. The patient was scheduled for replacement on (B)(6) 2016, but was postponed as the implantable neurostimulator (ins) battery voltage was 2.81 volts. The patient's indication(s) for use were dystonia and movement disorders. Refer to manufacturing report #3004209178-2016-08948 as the patient had two active inss and it was not specified which one was at fault.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.